Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: product ID: 1103 vad, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one battery had a loose connection to the controller. The battery could not be secured to the controller and was worn. No audible click was heard when the battery was connected to the controller. It was noted that all the patient¿s other batteries had secure connections to the controller. The battery was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed worn damage within the battery output connector. The damage did not allow the battery adequately establish a secure connection to a controller. As a result, the reported events were confirmed. The most likely root cause of the reported "worn" event can be attributed to wear of the battery output connector, likely due to normal disconnection and reconnection between the battery output cable and metal power port connectors on the controller. The most likely root cause of the reported poor mechanical connection event can be attributed to the connector damage. An internal investigation was opened to investigate bent/damaged pins with controller 2.0 and damaged battery connectors. Investigation of this event is completed and the file will be closed. If new information any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.